Manufacturer narrative:
No product is available for return, so the complaint could not be confirmed and a definitive root cause could not be determined for this complaint. It is unclear from the event description if this occurred prior to insertion (such as during flushing prior to use) or after insertion. Some potential contributors to catheter breakage include excess tension (improper handling/securement) or excess pressure (using a syringe less than 10 ml, flushing a 10 ml syringe with force, or flushing despite resistance). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
Catheter broke during the washing process of its extension.